Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when they are charging the implant and the implant gets to 90% the wr flashes orange and a " recharger inactive " message appeared on the screen. The caller stated that they did not have a service code to provide for agent to review. Pss had the caller start a charging session and that they were able to connect to the recharger application. The caller stated that they were seeing the recovery mode before seeing the normal recharging screen with excellent connection and implant at 90%. Patient mentioned that it was taking 2 hours to charge the implanted neurostimulator. The caller stated that they have to lay down to charge the implant , and are not able to use the belt due to the position of the implant. Pss encouraged the caller to monitor and to call ps if they get another error message while charging. The patient was redirected to their healthcare provider to further address the issue if the issue persists. Additional information was received from the patient. They reported that they thought the most likely cause of the difficult/lengthy recharging was due to the depth of their implant. To resolve the issue, the patient stated they would have to charge while laying down. Patient stated they were able to successfully recharge thei r implant. Patient reported they were implanted on the right side and the depth was unknown. Patient reported the cause of the recharger error was not known. Patient also reported their recharger would blink over and over and wouldn't let them turn it on to recharge. Patient stated it didn't happen often, and when it did, they had to plug it in to stop blinking. Once it stopped blinking they were able to turn it on/off and they were able to charge like normal.